Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
Correction - h6 (results code) the complaint could be confirmed, since the returned information for evaluation matches the alleged failure, although the product wasn't returned for evaluation. Medical profession reviewed the received information and noted: the CT-scan of the tar shows status after subtalar arthrodesis, hardware removed. There is anterior subsidence of the tibial implant and some radiolucent lines. No sure signs of loosening. The talar component has a relative varus position in relation to the tibial component. No sure signs of loosening. The most likely reason for revision are subsidence of the tibial component and the relative misalignment between the tibial and talar components. In this case the pe-liner is difficult to assess, a retrieval will give us the answers to its status. The first impression is that there are no issues with the implant as such. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.